Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon fractured multiple insert trials during primary tka. Trial breakage occurred when impacting into a trial baseplate being held in place by two posterior pins. First a custom 4x9 cr trial was cracked, then a custom 4x13 cr trial, then a standard 4x13 cr trial. After deciding to convert to a ps construct on the femur, a standard 4x13 ps trial was cracked as well. All these trials were sterile on the field to begin the case and supported successful completion of the surgery.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Device evaluation and results: examination of the material analysis engineer indicated that the fracture on posterior-distal end consistent with an overload condition. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for this lot. Conclusions: the reported event was confirmed as per visual inspection of the returned device which shows that the trial is fractured. Also, examination of the material analysis engineer indicated that the fracture on posterior-distal end consistent with an overload condition. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon fractured multiple insert trials during primary tka. Trial breakage occurred when impacting into a trial baseplate being held in place by two posterior pins. First a custom 4x9 cr trial was cracked, then a custom 4x13 cr trial, then a standard 4x13 cr trial. After deciding to convert to a ps construct on the femur, a standard 4x13 ps trial was cracked as well. All these trials were sterile on the field to begin the case and supported successful completion of the surgery.